Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. The noise was reproducible in clinic. Programming changes were made. Patient was in stable condition.